Event description:
The customer reported that her blood glucose reached 300 mg/dl and that the needle did not retract.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure (needle did not retract) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.